Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation for the stem.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; erosion; metal staining; loose stem; metal stained debris; granulomatous and metal debris tissue. The information received does not change the MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the (B)(4) complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 -sales rep reported revision surgery on right hip due to pain and stem loosening.

Event description:
Litigation alleged the patient suffered pain, grinding, clicking and popping of his hip joint, difficulty walking, instability, physical limitations, permanent disability and disfigurement, and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.